Event description:
It was reported that the customer's most recent blood glucose level was 155 mg/dl. The customer reported a motor error alarm from the insulin pump. The alarm occurred a couple of months ago. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.